Event description:
A type I diabetic patient was admitted to the hospital with diabetic ketoacidosis. Blood glucose was 400-700 mg/dl. Prior to admission, the suspect device gave results of 140-170 mg/dl despite symptoms of nausea, vomiting, sluggishness, and headache. Product labeling indicates that the suspect device readings which are taken with capillary blood may be lower than venous blood results when the patient is in the hyperglycemic-hyperosmolar state with or without ketosis.